Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not provided, and "heart problems", "heart rate was inconsistent". Cause was not known. Customer was taken to the emergency room (mode of transportation was not provided) and was subsequently admitted to the hospital. Customer declined to provide information regarding treatment. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.